Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2022-00145.

Event description:
Suspected polymer embolism due to hydrophilic coating peeled off one of the sheaths: in (B)(6) 2020, two relay plus devices were implanted during tevar. In 2021, hematuria and proteinuria were noted. In (B)(6) 2022, renal biopsy revealed embolic material in the renal glomerulus. It was clearly an embolus of some foreign body, and hydrophilic polymer embolism was suspected. Operation type: tevar, blood loss: unknown, relay plus implanted: 28m324090242290u, 28m334145302390u. (B)(4). Patient outcome - "the patient has been followed-up. There has been no decrease in renal function or other problems so far."

Event description:
Suspected polymer embolism due to hydrophilic coating peeled off one of the sheaths: in (B)(6) 2020, two relay plus devices were implanted during tevar. In 2021, hematuria and proteinuria were noted. In (B)(6) 2022, renal biopsy revealed embolic material in the renal glomerulus. It was clearly an embolus of some foreign body, and hydrophilic polymer embolism was suspected. Operation type: tevar. Blood loss: unknown. Relay plus implanted: 28m324090242290u, 28m334145302390u. (Tc# (B)(4). Patient outcome - "the patient has been followed-up. There has been no decrease in renal function or other problems so far."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2022-00145 and device 2 is being reported under MDR-2247858-2022-00146.